Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s dexcom app showed egv 122 mg/dl. She was almost losing consciousness. Her cousin checked her blood glucose via fingerstick, which showed 41 mg/dl. He attempted to give her juice and food, but she was unable to take any orally, so he administered glucagon. Within an hour, her fingerstick reading increased to 427 mg/dl. She was transported to the hospital. In the emergency room (ER), her fingerstick readings were 301 mg/dl, 289 mg/dl, and 214 mg/dl, while her egv was reading in the 90s. She was given an insulin injection and remained in the hospital for four days. Upon discharge, the patient was still weak but reported feeling slightly better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.